Manufacturer narrative:
The device was received and evaluated. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The pod was received with the formed needle exposed in the soft cannula. Upon inspection of the needle mechanism assembly, the mechanism rail swage was observed to be misaligned with the top housing. Score markings were observed on the top housing and plastic debris was found on the swage of the mechanism rails. This indicates an interference between the swage and the top housing. The linkage assembly was noted to be partially retracted before opening the pod and fully retracted while being opened in the pod cutter. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to 325 mg/dl. The pod was reportedly leaking while worn on the arm for longer than 48 hours. As treatment, multiple boluses were delivered and a new pod was applied.